Manufacturer narrative:
Result: scale needed calibration.

Event description:
It was reported by service report that the scale was not functioning properly, displaying fluctuating numbers. No patient involvement or adverse consequences were reported.